Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside the bd luer-lok¿ tip syringe. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "some other foreign matter was inside the syringe"

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 19-apr-2022. H6: investigation summary two photo and one loose 1ml luer lock syringe with a customer attached cap (p/n 309628) was received. The sample was visually evaluated. Several pieces of plastic-like foreign matter were present inside the fluid path on the stopper of the syringe and inside the barrel collar. The observed condition is non-conforming per product specification. The cap was also examined and the same plastic-like particulate was present inside of cap and visible shaving/scuffing was observed throughout the inside indicating foreign matter origination on the cap. Fourier transform infrared spectroscopy analysis was conducted and silicone was primarily detected, this is most likely due to the presence of silicone lubricant in the syringe barrel used as a normal part of manufacturing. Since the potential root cause for the defect cannot be originated at syringe manufacturing process corrective action is not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found inside the bd luer-lok¿ tip syringe. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "some other foreign matter was inside the syringe".